Manufacturer narrative:
Additional information: the surgeon aborted the use of the navigation system and did not indicate that any screws were misplaced. Upon further follow-up it was reported that screws were not placed at the time. The pak needle was off by 1 cm or more. The x-ray showed the needle was too medial. At that point the imaging system was removed and the surgeon opted to continue with a c-arm guidance.

Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The navigation system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, following a confirmation fluoro, a pak needle was inaccurate on one side during a spinal fusion. The surgeon believed that the patient moved when the reported issue occurred leading to the inaccuracy. The surgeon elected to not perform another spin, and completed the procedure with a c-arm. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.